Event description:
Nurse states physician was placing peg after 1cm incision w/blunt dissection was made & when guidewire exited pt's mouth, the guidewire frayed & separated causing numerous minor abrasions to pts mouth & esophagus. Pt was rescoped twice after peg wire failed to fish the excess wire out of the stomach. Rescoped & used forceps to remove any remaining frayed parts of guidewire.

Manufacturer narrative:
The wire was excessively handled and forced, causing it to break and stretch. 611998040019 - supplemental #01 7/8/1998.